Event description:
This lead was attempted but not implanted due to doctor dissected vein, could not continue case. Patient also had an occlusion. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.